Event description:
Rayner intraocular lenses limited received notification from (B)(4) distributor of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided a rayner is as follows "the lens was loaded in the rayner injector without complication, the surgeon reports bringing the lens down the port and noticing a sliver of the soft blue plunger being sheared off the side of the plunger, and protruding out between the join in the injector body and the injector tip. This was causing distortion in the internal tip of the plunger, meaning that the lens was not progressing straight down the port".

Manufacturer narrative:
The ref (B)(4) has been allocated to this event by rayner intraocular lenses limited. The surgeon discontinued the use of the injector and completed the procedure successfully in the original planned surgery session without complication. Rayner is working with distributor to obtain additional details on the surgery session in order to gain information and understanding on the events leading to the reported plunger malfunction. The info provided and the description of the injector damage indicated that excessive force may have been exerted on the plunger component by the user. The r-inj-04 injector was retained by the healthcare facility and has been returned to rayner for analysis. The results of our device analysis will be provided in a follow up report. Our review of production records for the r-inj-04 injector batch b387 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of production records from the month of MFR for the r-inj-04 injector (march 2013) was conducted in order to determine if any trends existed. This review concluded that no other incident, of any type, have been received against the r-inj-04 injector batch b387 .